Manufacturer narrative:
This report will be amended when our investigation is complete

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral component option for cemented use only size d left catalog# 00576401451 lot# 61407495. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained. Condylar knee catalog# 00598002702 lot# 61460014. Palacos rg 1x40 single catalog# 00111314001 lot# 69554237. All poly patella standard size 32 mm diameter 8.5 mm thickness for cemented use only catalog# 00597206632 lot# unk. Taper stem plug catalog# 00596009900 lot# 61467238. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 14 mm height catalog# 00596202214 lot# 61126961. The complaint was evaluated and the reported event was confirmed. Visit notes dated after the revision surgery indicate that the patient was revised due to pain and the devices having two much play associated with them. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.